Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during a procedure the balloon did not inflate. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of device. The event report does state that the product was used in a surgical procedure. The visual inspection of the returned product noted the trocar balloon appeared intact. The insufflation valve was cracked. The obturator and inflation syringe were received. Pmv performed functional testing which included inflation of the trocar balloon; no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. The investigation detected a secondary condition of handling rough that has no relationship to the reported incident. Based on the evidence available the reported condition was not confirmed. Replication of the cracked insufflation valve may occur when mishandled during clini cal application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.